Event description:
The tech alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail latch mechanism is rusty and will not spring back. The tech lubricated the side rail latching mechanism to resolve the issue.